Event description:
Our facility uses the monoject oral syringes, 1 ml size, for oral medications needed in our nicu patients. Staff noticed on "x/xx/24" that the newer version of the monoject oral syringes from cardinalhealth have a very loose plunger. This lack of resistance of the plunger in the barrel of the syringe allows for medication to be expelled out of the syringe despite being capped. The older/original version of the oral monoject 1 ml syringes had more resistance with the plunger in the barrel and did not have the issue of the medication being expelled. The product number for these monoject oral syringes did not change when they were converted to the cardinalhealth version - product number 8881101015. No harm to any patients but pharmacy staff did have to re-draw multiple doses for patients due to expelled medication. (B)(6).